Event description:
6f ivus reading error motor machine - catheter was not the issue the machine was - rep was in case will replace. Secondary device being used: h74939354090, lot 38353558. Motor drive unit that has been replaced. Gtin: (B)(4). Ref: h749mdu5plusf0. Sn: [redacted]. Manufacturer response for motor drive for stent system, mdu5 plus motor drive unit (per site reporter).